Event description:
Customer reported the system appeared to continue to fluoro after x-ray on button was released. System was rebooted. Same symptom happened again. System was removed and the case was completed with another system. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and replaced the generator interface board (gib) and the ups. System operates as intended.